Event description:
It was reported that the user received an "enter cgm dosing stop soon" message after starting a new dexcom g7 sensor and initially entered an incorrect sensor code, which prevented proper cgm pairing with the ilet until the correct code was entered and pairing completed; during the disconnection period the user's glucose ran high, with subsequent readings around 250 mg/dl and then 235 mg/dl, and the event aligned with a dosing-stops-soon condition. Symptoms included hyperglycemia without clinical signs or other symptoms. Outcomes included no health consequences or impact. Investigation included troubleshooting and education to locate cgm information, correct the sensor code, and confirm successful pairing and glucose trend. Investigation of this case revealed use error related to incorrect cgm pairing code and an associated "dosing stops soon" notification, with glucose elevation occurring while disconnected from cgm data. It was concluded that the cause was user error in cgm pairing leading to temporary loss of cgm-driven dosing.